Manufacturer narrative:
The patient called on (B)(6) 2026 reporting severe skin irritation after using the epatch with universal patch configuration for 9 days. The patient removed the device from her body on (B)(6) 2026. The irritation was characterized by burning sensation, itching, blisters/welts, and rawness with open skin. The patient sought medical treatment and was treated with prescription topical anti-inflammatory medication. The patient did not follow proper skin preparation instructions, specifically not using warm water and mild soap. The patient has no history of skin sensitivity or allergy to metals and/or adhesives. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient did not follow proper skin preparation instructions, specifically not using warm water and mild soap, and the patient is elderly over 65 years old. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient called on (B)(6) 2026 reporting severe skin irritation after using the epatch with universal patch configuration for 9 days. The patient removed the device from her body on (B)(6) 2026. The irritation was characterized by burning sensation, itching, blisters/welts, and rawness with open skin. The patient sought medical treatment and was treated with prescription topical anti-inflammatory medication. The electrode lot number was u604307. The patient did not follow proper skin preparation instructions, specifically not using warm water and mild soap. The patient has no history of skin sensitivity or allergy to metals and/or adhesives.